Manufacturer narrative:
(B)(4). The rv lead was surgically abandoned. The explanted device was returned for laboratory analysis. The header damage was determined to be induced during the explant procedure. Analysis concluded the device header wires remained intact, and the cause of the reported clinical observations could not be determined. Engineering review of the stored episodes found the noise was mechanical in nature and was consistent with a lead problem or a connection issue. As noise had not been observed prior to the patient receiving the inappropriate shock, insulation damage of the lead in the device pocket was suspected; however, the lead was not able to be returned for laboratory analysis so the root cause could not be confirmed.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced an inappropriate shock. The device had stored approximately 60 episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). The episodes were caused by noise that was oversensed. It was also reported that the impedance measurements were abnormal. A lead issue was suspected. During the lead revision, the device was removed from the pocket and the header was observed to be damaged. It was reported that the header could be inclined for several degrees. Therefore, the rv lead was surgically abandoned and a new non-boston scientific lead and device were implanted. No additional adverse patient effects were reported.